Event description:
Pt reported that her tubing leaks, at the filter site, 4 days after she changes it. Per pt she has been using older tubing since she received a surplus a while back. Informed pt she should not be using leaky tubing. Per pt she has not seen it leaking visually but has seen a wet spot on her clothing. Emailed cnss to review tubing with pt as well. No other information is known. Photographs were not provided, this is a continuous infusion, setflow rate and volume delivered are unknown, no additional information is available at this time. Did the reported product fault occur while in use with the patient? - yes. Did the product issue cause or contribute to patient or clinical injury? - unknown. If yes, was any medical intervention provided? Was interruption in therapy reported? No. Is the actual product available for investigation? - no. Did we replace device? ¿ not needed. Did the patient have a backup device they were able to switch to? Yes if yes, was the patient able to successfully continue their therapy? ¿ yes, ms3. Reported to cvs/caremark by: patient caregiver.